Event description:
The pt's mother reported that in 2009, the pt began to feel ill while at school and his blood glucose was elevated to 15 mmol/l (270 mg/dl). His normal blood glucose level is 7-8 mmol/l (126-144 mg/dl). He bolused 16 units through the infusion device to lower his blood glucose. When he returned home his blood glucose was elevated to 25 mmol/l 9450 mg/dl) and he bolused 16 units of insulin through the infusion device. He then found that the adhesive of the infusion set headset was not attached to his body properly and insulin was leaking. He changed the headset and his blood glucose returned to normal. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.